Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and the laser aimer were replaced and the filament calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the rotor on the 9900 system was noisy and would not function during a case. No pt injury was reported.